Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit s showing the error message: 'leak in the iabp circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h1, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked and found that the problem is with safety disk assembly. Done the safety disk leak test and test results are in recommended range. Though the unit giving leak in iab circuit alarm when the equipment run for around 10 minutes. Swapped the defective safety disk with working safety disk and observed the function of the unit. Equipment is working satisfactorily without any alarm and all the parameters were in range. Unit handed over to the customer in good working condition.